Manufacturer narrative:
Ps352987 method: the subject rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where the device was visually inspected. Results: visual inspection of the subject neopuff did not reveal any physical damage; however, the complaint maximum pressure relief valve cover did not swivel. It was noted that there was excess glue on the gas inlet port and valve cover. Conclusion: excess glue on the gas inlet port and valve cover prevented the valve cover from swiveling, confirming the reported event. During the assembly process, the valve cover undergoes a functional test to ensure it swivels, before proceeding to the next step in the process. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. In addition, the neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in the united kingdom reported that the gas inlet valve cover of a rd900 neopuff infant resuscitator was not rotating. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the (B)(6) reported that the gas inlet valve cover of a rd900 neopuff infant resuscitator was not rotating. There was no patient involvement.